Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. The cause of death was not provided, however, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. Patient also had another device implanted (model 2900); however, as that device is sold internationally only, it was determined to be a non-reportable event. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.